Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The manifestations were reported to have started ¿on an unreported date around (B)(6) 2014¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The peritonitis was manifested by cloudy effluent, fever, severe abdominal pain, vomiting and ¿felt really bad¿. It was reported the patient was hospitalized for the event. The same day as hospitalization the patient received treatment with one dose of intravenous (IV) gentamicin (dose not reported). The gentamicin was discontinued the same day and the patient began treatment with IV vancomycin (duration four days, dose and frequency not reported). Four days after admission the patient was discharged. The following day the patient began treatment with intraperitoneal vancomycin (for twelve days dose and frequency not reported). On an unreported date at the end of the month following the event it was reported the patient was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.